Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room because of high blood glucose levels on (B)(6) 2013. The caller stated that the customer went into diabetic ketoacidosis on (B)(6) and had a blood glucose of 598 mg/dl at the time of the emergency room visit. The caller did not provide details for the other events. The caller did not have further information, and was unable to troubleshoot at the time of the call. Advised the caller to call back for troubleshooting. Nothing further was reported.